Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis. The customer stated that as a result of the issue she had a mild heart attack. The customer stated that she changed out her infusion set three times, but her blood glucose level remained high. Troubleshooting was performed and the programming on the insulin pump was correct. The insulin pump passed the prime test. The high pressure test could not be performed because the customer did not have a tubing clamp at the time of the phone call. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.